Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed a very low drive pressure. The stm rebuild the pump assembly with the 5k preventative maintenance (pm) kit and replaced the manual fill luer fitting. Subsequently, the stm ran the iabp unit and no failures were generated. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated an autofill failure. It was later reported that the customer stated the iabp unit would not autofill. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.